Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was not confirmed. The reported device was returned and evaluated against the complaint. Visual inspection found a portion of a circular indentation on the outer radius. The indentation consists of 2 concentric arcs. No other notable damage was observed to the outer radius, barb, and scallops. Two removal holes have been drilled into the liner causing additional damage to the inner radius. No dimensional analysis will be conducted at this time due to the attempts to implant and remove the device history record was reviewed and no discrepancies were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:110010261 lot number: 6401304 brand name:g7 osseoti multihole. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04145 . Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty , the liner would not assemble with the shell resulting in an intraoperative delay of approximately 30 to 60 minutes. The surgery was completed with a back up device. Additional information on the reported event is unavailable.